Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing a burning pain at the ipg incision site. There was a sizable lump over the ipg site. The physician aspirated and drained more than 20 cc of blood. The patient is being treated with antibiotics.